Event description:
A maude user facility report (B)(4) was submitted to the complaint handling unit march 11, 2015. It was reported that a "patient's hip replacement device that was implanted in 2010 broke. The patient was taken back to the operating room for replacement in 2010. Diagnosis or reason for use was femur fracture." Additional information regarding the event and patient was not reported. The user facility report states a copy of the report was sent to the manufacturer (synthes); however, the original reporter was not identified in the user facility report and the synthes complaint handling unit was unable to identify the complaint. For this reason, this event is addressed as (B)(4). This is report 1 of 1 (B)(4).

Manufacturer narrative:
Lot number provided in maude report was the device part number. A lot number was not reported, therefore, the manufacturing location could not be identified. Specific implant and explant dates were not provided. The device was reportedly implanted and explanted during unknown dates in 2010. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.